Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacture for evaluation and during the evaluation results the following reportable error codes were logged: 68, 101, 103, 104, 163, 177, 201, 203, 204. The main pca was replaced.